Manufacturer narrative:
As alleged post flat mesh implant for the treatment of a strangulated inguinal hernia the patient experienced various complications and is "unable to work, and suffering with ongoing complications." As reported the patient is seeking advice from a medical professional to request the possibility of removal of the mesh. Based on the information as reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per mhra (B)(4) report: "felt rejection almost straight away with lumps around the mesh and surgical wound site - returning lump in inguinal hernia location of the groin showing bulge." "Potential mesh migration or shrink - abdominal pain, issues with mobility immediately after surgery, and long-term mobility issues - also a crohn¿s disease sufferer." "Potential bowel blockage through mesh usage - inability pass gas or stools." "Chronic pain in surgical site and lowering in groin area where original hernia was situated". As per additional information provided: as reported, the inguinal hernia of the patient became strangulated and the patient underwent repair during which a flat mesh was implanted. Post implantation the patient experienced various complications and is "unable to work, and suffering with ongoing complications." As reported the patient is seeking advice from a medical professional to request the possibility of removal of the mesh.